Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was 148 mg/dl. Troubleshooting was done. Customer declined to change out the set. Customer will not be returning the reservoir for analysis.